Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
This supplemental is being filed to correct the aware date and to capture the product that will be returned.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no adverse patient effects reported. No indication if the rv lead will be returned. Additional information indicates that the correct aware date was on 08/30/2022. The device and leads will be returned.